Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical review was performed to identify the necessity of performing a clinical investigation for the reported incident. Based on the provided information, there is currently no allegation or documentation that suggests that a fresenius device or product caused or contributed to the patient¿s hospitalization. As there is currently no causal relationship between the patient¿s hospitalization and their peritoneal dialysis therapy, a clinical investigation is not warranted. Should additional information become available, the need for a clinical investigation will be reevaluated.

Event description:
This is a report of a patient who identified blood in their catheter coincident with peritoneal dialysis therapy. The patient was having difficulty filling during fill three of six of their therapy immediately prior to the event. The patient¿s caregiver was advised to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that the patient did not require medical intervention for the observed blood. It was noted that the issue was ongoing and that the exact amount of blood loss was unknown. The patient has been able to continue with peritoneal dialysis therapy despite the issue. Additional information was requested but was not available.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found a complaint with the issue of no allegation of product deficiency within 90 days of this customer experience. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.